Event description:
It was reported that (4) devices were used during a illeocolostomy. It was reported by the rep that during the procedure and reconstruction of the rectum (forming a w pouch), a number of ez45b staplers misfired and broke. The case was completed by hand suturing the pouches. There was no consequence to the pt.